Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of sensor error alarm. The customer's blood glucose level at the time of incident was 44mg/dl. The customer treated low levels with food and juice. The customer states the low levels due to over compensation with insulin at night. Troubleshoot was conducted, and the customer was advised of reason for alarm, and advised to monitor the device and call back if issues persist.